Event description:
Review of an article revealed that a vns patient experienced a "temporary paralysis of his left vocal cord post-operatively, that was probably related to manipulation of the vagus nerve during surgery. After 6 months, this paralysis had recovered spontaneously and vns stimulation was initiated. Afterwards he experienced no further voice alterations due to vns." Good faith attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Ardesch jj, et al., vagus nerve stimulation for medically refractory epilepsy: a long-term follow-up study, seizure: eur j epil (2007), doi:10.1016/j.seizure.2007.04.005.